Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that they have been having issues for a while. Pt states desktop charger cord (dtc) was damaged, and wires are showing. Pt states they will connect and charge and will be ok, but this time was just stupid. Patient services (ps) advised to try and troubleshoot with patient programmer. Pt was seeing low battery alert and was showing wall socket and temperature. Pt mentioned they had to increase their settings as it was not helping at current settings. Pt states they are at 5.40 and never had to have this high. Pt mentioned they had a belt but just cut it off because they didn¿t like it. Pt states they didn¿t want another one either, pt states last night they couldn¿t get it turned back on. A replacement desktop charger (dtc) was sent out. Pt states their recharger cord has been bad for a long time so they put putty around it and gets hard so they were able to get another 6 months or a year out of it but now it is saying "stupid signals" and needs to plug in because they were charging and got it to stop for a brief second and then needed to plug it in again so she did not get finished charging. Pt did not know what is wrong with this but thinks it is the power pack this time. Additional information was received from the patient. Pt called back stating that they received the dtc but didn't get the rest of it. Pt said that they needed the part that has the monitor and the black cord with the little arrow. Pt said that the monitor wouldn't let them push any buttons and so no matter what button they pushed the device wouldn't do anything; pss understood that the pt was referring to the recharger being unresponsive. Pt said that they needed the part with the white arrow; pss understood that the pt was referring to the dtc; pss advised the pt that the dtc was replaced per the replacement request submitted to repair. Pt said that they put putty on the device that hardened to keep the device together. Pss was asking the pt exactly what equipment they had, however pt said that they didn't have any equipment with them as they were on their way to their doctor's office. Pss asked the pt to call ps back once they had all of the equipment present for further assistance. Additional information was received from the patient (pt). They reported that cause of the stim issue was unknown. To resolve the issue, pt turned up the stim and kept getting "ER" when they went to charge. Pt stated since "ER" kept coming up, they called the doctor.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) product type recharger product ID 97740 product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6); product ID: 97740, h3: analysis of the 37761 desk top recharger (s/n (B)(6) ) revealed that there was a frayed cord in the cable assembly. H3: the 97740 programmer was not sent back and no analysis was performed. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.